Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's hospitalization for low blood glucose level in 20mg/dl region. The husband states the customer's levels dropped in less than two hours despite eating carbs and receiving very little insulin. The husband does not believe it to be pump related, due to the incident having happened before. The husband states the customer is still connected to the pump while being stabilized at the hospital. No further information or assistance provided.